Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction was caused due to faulty emergency lamp; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic cystoscopy procedure, which was completed (it was not specified if the procedure was completed with the same device or a similar device).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had an error code 207 (emergency lamp failure). It is unknown when the issue occurred. There were no reports of patient harm associated with the event.